Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited pacing inhibition during an ablation procedure. The lrl (lower rate limit) was set to 30 beats per minute (bpm); however, pacing was inhibited down to 15 bpm. Further, approximately 4 seconds of cardiac asystole was observed. Boston scientific technical services (ts) discussed that interference with radio frequency ablation depends on multiple factors and suggested recommendations. This pacemaker remains in service. No adverse patient effects were reported.